Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states that the nylon seat upholstery has begun to separate and rip on the unit.